Event description:
It was reported that the patient presented for a scheduled generator change procedure. Prior to the procedure, several episodes of inappropriate ams (automatic mode switch) due to unspecified oversensing were noted on atrial lead. The physician elected to explant the current lead and replace it with a new one. The patient was stable before, during, and after the procedure.